Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during initial training and ilet setup, the pump screen became unresponsive at the ¿fill tubing¿ confirmation step, preventing selection of ¿yes¿ and exit from the screen, and a replacement pump was arranged. Symptoms included no reported adverse health effects and blood glucose was not affected. Outcomes included no medical intervention or hospitalization. Investigation included review of the reported event and product replacement logistics and inspection of the returned device. Investigation of this device revealed a device display or user interface malfunction consistent with a touchscreen or screen responsiveness failure during setup. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface.